Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage; faded top cover label. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024 due to an unreported cause. The patient was found unresponsive and pulseless by family on the morning of (B)(6) 2024 while connected to his liberty select cycler. Emergency services were not activated, and the patient was pronounced deceased in his home. It was suspected the patient¿s death was attributed to a significant history of cardiovascular disease, but this could not be confirmed in the absence of a reported cause of death. An autopsy will not be performed. It was confirmed that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024 due to an unreported cause. The patient was found unresponsive and pulseless by family on the morning of (B)(6) 2024 while connected to his liberty select cycler. Emergency services were not activated, and the patient was pronounced deceased in his home. It was suspected the patient¿s death was attributed to a significant history of cardiovascular disease, but this could not be confirmed in the absence of a reported cause of death. An autopsy will not be performed. It was confirmed that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death cannot be determined; however, there was no indication this patient¿s death was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Manufacturer narrative:
Correction provided in e3.

Event description:
A patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to his cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024 due to an unreported cause. The patient was found unresponsive and pulseless by family on the morning of (B)(6) 2024 while connected to his liberty select cycler. Emergency services were not activated, and the patient was pronounced deceased in his home. It was suspected the patient¿s death was attributed to a significant history of cardiovascular disease, but this could not be confirmed in the absence of a reported cause of death. An autopsy will not be performed. It was confirmed that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).